Event description:
The customer reported that the blower is not running. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly test failed and duplicated the reported complaint of a blower not running. This blower assembly will be returned to the rimr facility for further analysis. This fi qn will be updated with the new information when the report is provided to fi.